Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One 6fr glidesheath slender sheath along with the dilator was received for product evaluation. Visual inspection revealed that there were several kinks observed on the sheath. Microscopic examination revealed that the kinks were present near the base of the hub and middle portion of the sheath. No anomalies were noted with the dilator. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was mishandled during removal from the package which may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr glidesheath slender came out of the pack kinked in 3-4 places. This was noticed while flushing the device with saline during prep. Additional information was received on april 2, 2019: the procedure performed was a left heart catheterization. The procedure outcome was successful with a second glidesheath slender device. The patient is in stable condition. There were no other devices or equipment used with the glidesheath slender.